Event description:
Pt's daughter reporting that pt's pump is showing amount infused less than actual amount to be infuse. Scheduled new curlin pump to be sent for delivery with pump return box to pt so that they can return old pump. No injury reported from defective device. Pt did not have a back up pump. Pump used to infuse gammagard at above dose and frequency. Pt was able to complete infusion. Indication: myasthenia gravis without (acute) exacerbation. Reported to (B)(6) by pt/caregiver.